Manufacturer narrative:
Evaluation confirmed that the beak was broken completely off and the shaft was dented. The evaluation also confirmed that the proximal end seal looks like it was 3rd party repaired. Karl storz does not authorize 3rd party repair and does not provide replacement parts to anyone.

Event description:
Allegedly, during a urology procedure the doctor noted that the ceramic beak broke off the instrument and fell into the patient's bladder. The doctor successfully removed the broken ceramic beak and the procedure was completed with no delay. The hospital reported there was no injury to the patient.